Event description:
Customer reported a potential false positive (cartridge (B)(4) from lot 21147l ) followed by 2 negative results ((B)(4) from lot 22064l) on reader (B)(4) and two (2) antigen tests that were negative. Customer had cold symptoms and was vaccinated. Customer reported cartridges were stored and used within the recommended temperature.

Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.